Manufacturer narrative:
E1-initial reporter address 1: (B)(6). Device evaluated by MFR: the complaint device was received for product analysis. Visual inspection of the device revealed multiple bends and shaft kinks. The catheter was unable to prime and the console issued an under-pressure alarm message. A hypotube separation was observed at 27 cm and 75 cm with a complete shaft separation located at 75 cm from the tip. No other issues were identified during the product analysis.

Event description:
It was reported that catheter break occurred. The target lesion was located in the deep vein of the left lower limb. An angiojet solent omni catheter was selected for thrombectomy of the lower extremity. During the procedure, when the catheter was inserted into the vessel along with the guidewire, it was found that the catheter could not be transported into the vessel. Subsequently, when the pedal was gently stepped on, it was noted that the catheter was significantly damaged, and liquid was ejected from the damaged area. The device was removed, and the procedure was completed with another of the same device. No complications were reported, and the patient was stable post-procedure.

Event description:
It was reported that catheter break occurred. The target lesion was located in the deep vein of the left lower limb. An angiojet solent omni catheter was selected for thrombectomy of the lower extremity. During the procedure, when the catheter was inserted into the vessel along with the guidewire, it was found that the catheter could not be transported into the vessel. Subsequently, when the pedal was gently stepped on, it was noted that the catheter was significantly damaged, and liquid was ejected from the damaged area. The device was removed, and the procedure was completed with another of the same device. No complications were reported, and the patient was stable post-procedure.

Manufacturer narrative:
E1-initial reporter address 1: (B)(6).